Manufacturer narrative:
H.6. Investigation: there is no returned samples and photos for investigation. Hence, unable to confirm the customer experience. DHR reviewed for affected batch number and observed no abnormalities. Root cause could not be determined.

Event description:
It was reported that the bd hypoint¿ hypodermic needle was found sticking through the box before use. The following information was provided by the initial reporter: ¿a patient's employee purchased 3 units of the product at the pharmacy near his home, which were immediately refrigerated. At the time of taking one of them for patient administration, his wife states that she observed that the needle had pierced the box, and it looked like it was sticking out of the secondary packaging. The product was not used, there was no contact with the patient.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd hypoint hypodermic needle was found sticking through the box before use. The following information was provided by the initial reporter: ¿a patient's employee purchased (B)(6) units of the product at the pharmacy near his home, which were immediately refrigerated. At the time of taking one of them for patient administration, his wife states that she observed that the needle had pierced the box, and it looked like it was sticking out of the secondary packaging. The product was not used, there was no contact with the patient.¿